Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
The issue was the disconnecting between the metaphysis and the stem. First interv.: indication fracture dd. 2010 with reversed aequalis (stem cementless), but this stem was cemented. Second interv.: too dd. (B)(6) 2017 with reversed aequalis fracture cemented."